Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the mid-splenic artery using pod packing coils (pod pc), a lantern delivery microcatheter (lantern), neuron select catheter 070 (neuron 070), and non-penumbra sheath. It was reported that the patient¿s anatomy was very tortuous. During the procedure, the physician placed fifteen penumbra coils in the target vessel using the lantern. While advancing the last coil, a pod pc, through the lantern, the pod pc unintentionally detached, with part of the coil in the aneurysm and the other part in the lantern. Therefore, the physician attempted to remove the detached pod pc by pulling it into a 60cc syringe but was unsuccessful. The physician then attempted to push the pod pc further into the vessel with a 3cc syringe, followed by the pusher assembly of the pod pc but was also unsuccessful. Next, a snare device was used, and a portion of the pod pc was removed. The procedure ended at this point. After the computerized tomography (CT) scan was performed, the physician determined that the remaining portion of the pod pc would not cause harm to the patient. There was no report of an adverse effect to the patient.